Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-03526 during an in-clinic follow-up, noise was observed on the right atrial (ra) and right ventricular (rv) leads. The physician suspected that the ra and rv leads rubbing together was the cause. The ra and rv leads were explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of oversensing was confirmed. As received, a partial lead was returned in two pieces. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported events was isolated to the external insulation abrasion. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage

Event description:
Additional information indicated oversensing was observed on the lead.